Manufacturer narrative:
The device was received, and an evaluation is complete. A device history record review revealed no issues that could have caused or contributed to the event. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to an upstream occlusion alarm. Service evaluation verified the upstream occlusion alarm. The cause was identified to be a failed ultrasonic sensor. The ultrasonic sensor was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device displayed an upstream occlusion alarm while running a loaded set. There was no patient involvement. No additional information is available.